Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report difficult removal and tissue damage. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The mean gradient pressure was measured at 3mmhg. It was noted a flail was present on the mitral valve. An xtw clip was inserted and deployed on the mitral valve without issues. To further reduce mr, a second xtw was inserted, and the leaflets were successfully grasped. However, the gradient increased to 7mmhg. Due to the increased gradient, the physician decided to not implant the clip and change to a smaller size. When attempting to retract the clip into the left atrium (la), the physician felt resistance. Additional force was applied, and the clip was able to be retracted into the la. However, the physician then observed the clip must have been caught in the chordae as a chordal rupture occurred, causing the leaflets to slightly change orientation. This caused the implanted xtw to slightly migrate on the leaflets. The implanted clip remained stable on the leaflets and the second xtw was successfully removed without further issues. It was noted after removal of the clip, the gradient returned to baseline. To further reduce mr, an nt clip was inserted and successfully deployed on the mitral valve, reducing mr to a grade of 1. However, the gradient returned to 7mmhg. Although the gradient increased, the physician was satisfied with the result of the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported difficult to remove from the anatomy cannot be determined. The reported unspecified tissue injury (chordal rupture) appears to be related to procedural conditions associated with the clip being difficult to remove from the anatomy. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.na.